Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to diabetic ketoacidosis with a blood glucose level of aver 800 mg/dl. The customer was hospitalized while using the insulin pump. The customer was treated with intravenous fluids at the hospital. The customer declined troubleshooting. He insulin pump will not be returned for analysis.